Manufacturer narrative:
A lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. A sample evaluation could not be performed as the sample was not returned. Although a definitive root cause could not be determined, indwelling catheter or port occlusion due to drug precipitation or thrombus or kinked indwelling catheter at port stem connection or catheter collapse could have potentially caused or contributed to the reported event. A review of product labeling documents showed that the product labeling is adequate. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808060 implantable port allegedly experienced a suction issue. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.